Event description:
Customer called to report the pump had several no delivery alarms. It was stated that the lead screw was clean and the driver block was moving freely across the lead screw. Customer did not want to perform any troubleshooting. Device had not been dropped, bumped, or exposed to moisture.